Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer not detected on bus and customer restarted twice, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 6 was failed and not detected on bus. A field service engineer found retractor was bent and replaced the retractor band. Additionally replaced the drawer controller board and pyxibus module controller board and tested the drawer functionality. Additionally, during preventative maintenance, the fse dusted drawer, replaced back up battery and installed network plugs. The system functioned as intended after the field service engineer repaired the device.